Manufacturer narrative:
.

Event description:
Njee, tb., et al. Intrathecal morphine infusion for chronic non-malignant pain: a multiple center retrospective survey. Neuromodulation. 2004; 7, 4: 249-259. Two patients with pump site infection required removal of their pumps and catheters, antibiotic treatment, and re-implantation of new pumps at different sites.